Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed a falsely decreased creatinine patient result generated using the architect c8000 analyzer. Initial 0.00, repeat 513 no impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. Conclusion code in evaluation codes was corrected.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review for the analyzer, a review of labeling and instrument service. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures, including parts replacement. Parts replaced for architect c8000 analyzer serial number (B)(4) included o-ring, sample/wash syringe (part 09d52-02), reagent syringe o-ring (part 09d53-02), seal, sample wash syr seal tip 1 (part 09d37-02), seal, sample wash syr seal tip 2 (part 09d38-02), reagent seal tip 1 (part 09d39-02), and reagent seal tip 2 (part 09d40-02). Additional parts replaced included architect c8000 sample probe tubing (part 01g48-02), reagent probe (part 01g47-03), and tubing reagent probe (part 01g47-02). The analyzer was returned to normal operation. Based on all available information and abbott diagnostics complaint investigation, the analyzer performed as intended and no product deficiency was identified.